Manufacturer narrative:
Based on the received information from the field, the active electrode migrated partially out of cochlea on two occasions. A re-insertion of the active electrode was performed successfully at the first incidence. In addition the recipient suffered from otitis media. However a contribution of it to the migration seems unlikely, as it would be more common in radical cavity patients, which is not reported in this case. The concerned device is working according to specification during investigation. Observed mechanical damages are attributable to the removal surgery. This is a final report.

Event description:
This user suffers from severe otitis media. Due to the otitis media, the electrode migrated out of the cochlea on 2 occasions. It is unknown when the otitis media started. The hearing performance of the user wasn't affected. Reportedly, as the electrode migrated once before, re-insertion surgery was carried out - the hospital did not report this to the field. The user underwent a second surgery on (B)(6) 2019 to re-insert the electrode; during surgery a new device was implanted as it was difficult to re-insert the former electrode.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
This user suffers from severe otitis media. Because of the otitis media, the electrode migrated out of the cochlea on 2 occasions. It is unknown when the otitis media started. The hearing performance of the user wasn't affected; the user has no disorders or medical history. Reportedly, as the electrode migrated once before, re-insertion surgery was carried out - the hospital did not report this to the field. The user underwent a second surgery on (B)(6) 2019 to re-insert the electrode; during surgery a new device was implanted as it was difficult to re-insert the former electrode.